Event description:
It was reported that the patient experienced site issues including swelling, itching, and dislodgement. The adverse events, infusion site swelling, pruritus, discharge, and hemorrhage were either resolving, resolved, or of unknown outcome.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation.